Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was tested with in house system and was found to have unintuitive motion. The instrument moved in the direction of the master; however, up to a point the grips will move in the wrong direction. The backend was inspected, and no damage could be found on the internal components. A review of the submitted images was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the images show the instrument tip with no obvious damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed an unspecified issue with the "angular rotation" of the maryland bipolar forceps instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage or anything out of the ordinary found. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Coagulation was being performed when the issue occurred. The movement issue did not result to reversed control (moving in the opposite direction) or uncontrolled movement. The movement issue was considered as imprecise (did not scale to where the surgeon intended it to be).

Manufacturer narrative:
The maryland bipolar forceps instrument was further investigated by a failure analysis engineer (fae). The instrument was installed on a test system and imprecise motion was observed - the instrument jaws had a jerky motion when it moved to the left. Instead of moving directly to the intended location, the jaw moved up first, and then to the left. Inspection after removal of the instrument housing noted that the pitch cable was loose. This observed failure is related to the primary failure. No damage was observed on the clamping pulleys, and the pitch cable was not derailed or dislodged. Further inspection confirmed that two clamping pulleys have residue, likely from reprocessing. This additional finding is unrelated.

Event description:
Refer to h10/h11 for follow-up information.